Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event for thirteen days. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (route, dose, frequency, and duration not reported) for peritonitis. Five days after being discharged from the hospital, the patient was re-hospitalized for the peritonitis for three days. Three days after the end of the second hospitalization, the patient was hospitalized for a third time and discontinued dianeal therapy two days later, switching to hemodialysis therapy. At the time of this report, the patient was still hospitalized and was recovering from the event. No additional information is available.